Manufacturer narrative:
Evaluation results: (embolism-device). Other, secondary intervention.

Event description:
A 2.5 mm diameter x 12 mm length endeavor otw drug-eluting coronary stent delivery system was inserted into a patient for the treatment of circumflex/om lesion. Lesion morphology was not reported. The patient had a protected lm, with previous by-pass. The lesion was pre-dilated. The physician inserted the sds into the patient, while advancing to the lesion site, the physician was only able to make it half way across the lesion site. The physician pulled the stent back and felt the stent strut caught the tip of the guide and dislodged. The physician was unable to retrieve the stent; the undeployed stent was deployed in the left main. Another manufacturer's stent was implanted at the lesion site to complete the case. No additional clinical sequelae were reported and the patient is fine.